Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found deformed (bent) helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this brady lead was not successfully implanted due to helix was compromised and physician opted for a new lead. This lead was never in service and a new lead was successfully placed. This lead is available for return. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to helix was compromised and physician opted for a new lead. This lead was never in service and a new lead was successfully placed. This lead is available for return. No adverse patient effects were reported.